Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device was discarded.

Event description:
It was reported that the 3.0mm screw did not lock into the plate. Additionally reported: case was completed by using a new screw. There was predrilling performed, the bone was soft.